Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clip. No conclusion could be reached as to what may have caused the instrument to eject the clips. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap colon resection procedure, attempted to load the tcr55 into the gun and saw that the plastic tip of the cartridge was bent. They were not able to load it. The clip applier would not fire at all. Both were replaced and the procedure was completed with no patient consequence. Both devices will be returned.